Event description:
During routine follow up, the pacemaker device involved in this MDR report was found in standby mode and could not be re-initialized. The attempt to re-initialize completely the pacemaker with an engineering software also failed. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device analysis is pending.